Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure. The exact procedure date is unknown however, the peg tube was in place for 4 months. According to the complainant, in (B)(6) 2015, when the physician tried to remove the peg tube, the internal bolster detached inside the patient. It was confirmed by fluoroscopy that the detached bolster moved into the small intestine which made it difficult to remove. The physician is taking a wait and see approach, he feels that the detached bolster will pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.